Manufacturer narrative:
Eval of the equipment at the hosp site was not required as the problem was resolved by having hosp personnel perform a system reset per telephone consultation with sorin group USA field service. The problem was caused by system settings being inadvertantly altered in some manner (cause unk). The system reset cleared the error, enabling the hosp to reenter their desired settings and restore functionality of the system. No further action is required.